Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that when attempting to implant this right ventricular (rv) lead the pace impedance measurements were high. When pacing threshold testing was conducted loss of capture was seen. The physician waited for five minutes and tests were once again performed, but there was no change. The rv lead was fixated into the heart, but the pacing thresholds remained high. The physician thus repositioned the lead, but the values still remained high, thus the physician waited an additional fifteen minutes and decided to fixate the lead in the new position. Testing was once again repeated which showed that the values for the pace impedances and pacing thresholds had decreased. The lead remained implanted. No adverse patient effects were reported.

Event description:
It was reported that when attempting to implant this right ventricular (rv) lead the pace impedance measurements were high. When pacing threshold testing was conducted loss of capture was seen. The physician waited for five minutes and tests were once again performed, but there was no change. The rv lead was fixated into the heart, but the pacing thresholds remained high. The physician thus repositioned the lead, but the values still remained high, thus the physician waited an additional fifteen minutes and decided to fixate the lead in the new position. Testing was once again repeated which showed that the values for the pace impedances and pacing thresholds had decreased. The lead remained implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.